Event description:
Doctors was using the 177 syringe to remove ear wax from patient. This was being used as irrigation device with pressure. The unit exploded in the toctors hand. The patient only got wet from the water in the 177, but the doctor received minor cuts. No intervention was required to prevent permanent impairment/damage. The doctor's office received 4ea 177 at the same time all the boxes were opened at the same time all the boxes were opened at the same time, so they are unsure if they were inspected closely before being used. They have been using the other 3 with no problems.

Manufacturer narrative:
Sunrise pulled sample bottle from our inventory and tested bottle @ 50 psig with no bottles showing any signs of cracks, breakage, or leaks at that pressure. Unable to demonstrate any fault or flaw in bottles in inventory.